Manufacturer narrative:
A review of the manufacturing records for the devices verified the lots met all pre-release specifications. Also was involved tgm454515j/ 20472214, UDI #: (B)(4). The cause of paraplegia is unknown, however, according to the physician commented that as an aorta was replaced with a graft already, the lsca should have bypassed. According to the conformable gore® tag® thoracic endoprosthesis instructions for use (IFU), complications associated with the use of the gore® tag® thoracic endoprosthesis may include but are not limited to neurologic damage, local or systemic (e.g., stroke, paraplegia, paraparesis).

Event description:
On (B)(6) 2019, the patient underwent an endovascular procedure using a gore® tag® conformable thoracic stent graft with active control system (proximal) and a conformable gore® tag® thoracic endoprosthesis (distal) to repair an aortic arch aneurysm. Reportedly, the left common carotid artery and the left subclavian artery were planned to be intentionally covered by the devices; therefore a bare metal stent was implanted in the left common carotid artery using the ¿chimney technique¿ to secure the flow to the artery. No action was taken to the left subclavian artery. The devices were reportedly deployed without any issues. Final angiography revealed a proximal type I endoleak; however the physician elected to monitor the endoleak. The patient tolerated the procedure. Postoperatively the patient was transferred to the intensive care unit. During the stay in the ICU the patient developed paraplegia. The physician elected to monitor the paraplegia. The cause of paraplegia is unknown, however, according to the physician commented that as an aorta was replaced with a graft already, the lsca should have bypassed.